Event description:
Report received that high impedance was observed on a patient's vns. There was reportedly no trauma or twiddling that may have contributed to this high impedance. A review of the programming history showed that high impedance was seen and the vns settings were left on. The physician later indicated that x-rays had been taken but they have not been reviewed by the manufacturer to date. The patient had also received a prophylactic generator replacement about three months prior to high impedance being seen. No surgical intervention has occurred to date and no other relevant information has been received.

Manufacturer narrative:
Age at time of event and date of event, corrected data, supplemental report #1 inadvertently did not update patient age and event date.

Event description:
The patient underwent surgery due to high impedance. It was noted that after the new generator was implanted impedance was within normal limits. High impedance was confirmed pre-operatively. The plan was to open the chest pocket and visually inspect the lead end to assure it was past the block. They also assessed the exposed lead for damage or defect. It was reported that the lead was properly seated and the lead passed visual inspection according to the surgeon. It was noted they connected the sentiva and got normal impedance 3 times. It was noted that the explanted generator will not be returned for analysis. The facility denied request for return. No additional relevant information has been received to date.